Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant downstream occlusion alarm in the general patient ward. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced during evaluation. The constant downstream occlusion alarm were verified through a review of the event history log and found to be caused by the force sensor are out of specification. The force sensor were calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.